Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log did not show an infusion matching the reported event date. However, there is a matching infusion on (B)(6) 2025 for an initial infusion of tpn with rate 41.7 ml/hr and vtbi: 1000ml. At 21:36 pm the pump stopped with an air-in-line! Alarm with a vtbi: 119 ml. The user did not resume the infusion. There are no abnormalities observed that could cause or contribute to the reported over-infusion. An "air-in-line!" Alarm could occur as a result of an empty bag, however this cannot be determined through the history log. Correction to previous h11: no component issue was found as a cause for the reported issue however the m2 and m3 springs will be replaced to ensure accurate flow delivery. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an "over infusion" was not reproduced. Unable to send device to flow lines for testing due to the power condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the input/output printed circuit board ( I/o pbc ). The I/o pbc will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused total parenteral nutrition(tpn) during delivery . The expected and actual infusion time, volume and flow rate were 41. 7 ml/hour for 24 hours. Programmed volume to be infused (vtbi): 1000 ml. Remaining vtbi on pump: 119 ml. But the bag ran dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.